Event description:
During a shock-on-t induction, the stimuli were not present on the stored far-field egm or surface ECG. A short in the device charging circuitry is suspected. The decision was made to explant the device.